Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during stapling, opened rows of staples in the first stapling of the pouch. No harm to the patient, the doctor reinforced the staple line with suture. The manual method was used to reinforce the staple line.